Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, technical support reviewed device session records and noted far-field r-wave oversensing on the device. The physician decided to perform no intervention to resolve the event. The patient was in stable condition and will continue to be monitored.